Event description:
Following a knee arthroscopy procedure, it was reported the patient had sustained a first to second degree post-surgical burn to patient's lower left leg below the surgical site. Further treatment of the burn, plastic surgery, will be required. It was reported the wand suction line was not attached to hospital vacuum equipment as prescribed by the instruction for use.

Manufacturer narrative:
The device was not retained by the hospital, therefore, the device is not available for investigation. A review of the lot history record will be performed, and a follow up report will be provided. Two devices, super multivac with integrated cable and arthrocare controller, were used in the procedure. The arthrocare controller will be filed under medwatch 2951580-2009-00080.